Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) was unable to reproduce the reported problem. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. The fse was unable to reproduce the reported problem. The phone support details did not reveal any issues related to the customer reported event. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulators (usm) were working in reverse. The technical support engineer (tse) inquired if the left master tool manipulator (mtml) was associated with either usm1 or usm2. The customer indicated that the controls were associated correctly. The tse advised the customer to remove the endoscope and clutch the usm; the surgeon ended the call and opted to continue with the clinical sales associate. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon had the endoscope rotated upside down. There was no technical difficulty with the system. The customer was able to fix the situation by rotating the endoscope. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and found to have cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. A visual inspection confirmed. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing due to the measured output power not meeting specification limits. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was visually inspected and found damage to the button pack assembly. A visual inspection confirmed hairline crack on all buttons of the button pack assembly. The endoscope camera instrument adapter was visually inspected, and mechanical damage was found in the idler gear bearing. The endoscope was tested and placed on an in-house system for cable testing and failed due to wahoo paddleboard (wpb) defect. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may include an accidental drop of the endoscope, inadvertent collisions with hard surfaces, or improper cleaning during reprocessing. The probable root cause is attributed to an electrical issue with the endoscope cable. The electrical issue is related to wpb defect.

Event description:
Refer to h11 for follow-up information.